Manufacturer narrative:
Initial and final MDR 1887769 - MDR 8021545-2024-01095. Device 1 of 3. E1: patient city: (B)(6). Patient coountry: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced three infusion set adhesive events on (B)(6) 2024. Patient reported that infusion set didn't last for a week. No further information available.